Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model #: sc-4316, lot #: 19259048, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had painful midline incision site. It was noted that the pain was procedure related. The patient underwent an explant procedure. No device malfunction was suspected and it was physician preference. The patient was doing well post operatively.